Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a battery out limit alarm during normal use of the device. The customer¿s blood glucose during the incident was unknown. Troubleshooting was performed. There was a crack inside the battery compartment as well as on the reservoir compartment. There was no clear indication that the alarm was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no unexpected battery out limit alarm noted. Insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, cracked case near display window corners, cracked on display window and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.